Event description:
It was reported that the patient¿s pump seemed to have dropped lower in their body than when initially implanted. It was noted that the patient had gained a few pounds recently. It was reported that the patient saw their healthcare provider (hcp) the prior week. It was noted at the time of report, the patient was sitting in a lounge chair touching the incision scar and thought it felt like the pump was lower. It was reported that the patient thought that it could be that the patient was swollen so it seemed to be higher. It was noted that the patient¿s pump was being used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).